Manufacturer narrative:
Retainer ring= black. On october 05, 2022 customer alleged insulin pump blank display, beeping, keypad buttons is unresponsive. After battery installation no blank display or beeping noted. However, device received with all buttons unresponsive. Unable to perform displacement test, active current test, sleep current test and self test due to button keypad anomaly. Cut and open the insulin pump found moisture damage on the electrical board/ keypad connector, keypad assembly during visual inspection. Unit had scratched case, cracked battery tube threads, cracked keypad overlay, cracked case (battery tube), label damage. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, no blank display or beeping noted. All buttons unresponsive to keypad presses due to corroded moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a stuck button alarm on the insulin pump. Troubleshooting was performed and found that the customer pressed the button for 3 minutes or longer and were able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it is unknown if the insulin pump will be returned for analysis.